Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at less than 12 atms. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 90% stenotic lesion in a highly tortuous left anterior descending (lad) coronary artery. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.